Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 31-jul-2019 with the following findings: during investigation, the pump cover was removed , no evidence of moisture ingress or intermittent component failures. The complaint regarding intermittent power was reported on (B)(6)2018, according to the pump history the pump was in use until (B)(6)2019 . Therefore all black box and pump alarm history has been overwritten . The available black box contains dates from (B)(6)2019 to (B)(6)2019 with no evidence of rebooting or power loss. Unrelated, the pump was returned with a cracked battery compartment , battery cap is able to secure. Power loss was not duplicated during investigation basal delivery. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.